Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The following cosmetic damage was noted: cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was delivering a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was 186 mg/dl at the time of incident however troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.